Manufacturer narrative:
The device was returned to the factory for evaluation. Signs of clinical use were observed. Small amounts of tissue and charred blood were observed on the heating element. No visible defects were observed. The device was evaluated for electrical function. A pre-cautery test was performed. The device passed the pre-cautery test; no smoke or steam was produced that could be considered excessive. To evaluate the safety shut down system, a polyfuse activation test was performed. The device passed. The jaws were cleaned of debris and char gently with saline and gauze pad as indicated in the instructions for use. The device passed a temperature and resistance measurement test. Based on the results of the evaluation, the reported complaint was unable to be confirmed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 developed heavy smoke. A replacement device was open and experienced the same heavy smoke. A third replacement device used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
A lot history record review was completed for the reported produce lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).